Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the cardiac monitor could not be interrogated. After the software was downloaded normal function ensued.